Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 192803 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 192803, test base part number 195-430r/ lot 189252. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 192803 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could be related to the specific patient samples. H3 other text : single use; device discarded.

Event description:
The customer reported five (5) unconfirmed false positive results with the binaxnow covid-19 ag card on (B)(6) 2022. This MFR. Report addresses test four (4) of five (5). Repeat testing and confirmation testing were not performed. The customer performed the tests on asymptomatic staff members. The tests were used for troubleshooting, not for clinical purposes. No additional information was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The customer reported five (5) unconfirmed false positive results with the binaxnow covid-19 ag card on (B)(6) 2022. This MFR. Report addresses test four (4) of five (5). Repeat testing and confirmation testing were not performed. The customer performed the tests on asymptomatic staff members. The tests were used for troubleshooting, not for clinical purposes. No additional information was provided.